Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that device failed during procedure. A pt is under anesthesia. The pt was to another system. No pt injury occurred.